Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) went onsite and verified the avea ventilator per onsite biomed. The unit passed all verification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ii has a low volume delivered issue. As of this time, there is no information about patient involvement associated with this reported event.